Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other/non-product experience. A new rv lead of the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other/non-product experience. A new rv lead of the same model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was capped due to lead fracture. This lead is still implanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.